Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. Since the procedure, the patient has been experiencing discomfort, pain in multiple areas, erosion into the vagina and difficulty sitting and walking. The patient was sent for an MRI, referred to a pain clinic and is currently taking pain medication. Additional information will be requested.